Manufacturer narrative:
The device lot number was provided and a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for catheter break, more specifically sharp instrument damage. A root cause has not been determined. The definitive root cause was found to be use-related. The device(s) was/were labeled for single use.

Event description:
This report summarizes one(1) malfunction. A review of the reported information indicated that model 1809660 implanted port allegedly experienced a fracture. This report was received from a single source. This event did involve patient with no patient consequences. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1809660 implanted port during the port device insertion process, hemostats where used to tunnel the port catheter, which allegedly broke the catheterthis report was received from one source. This event involved one patient whose age, weight and gender was not provided. Patient had no reported patient injury.